Event description:
In 1998, the pt had post interior decompressive laminectomy and instrumentation and infusion. Bone graft harvest from right iliac crest. Debrided several times and put on IV antibiotics. Pt had continuous eruptions since last surgery in 2000. Occasional office visits for rejection of sutures and more bone wax expressed. In 2002 pt returned to surgery for irrigation and debridement at right ilium and removal of retained bone wax. Spoke with ethicon via telephone. Ethicon has assigned tracking number.